Event description:
Event description guidant received information that the sales representative could not establish telemetry with this implantable cardioverter defibrillator (ICD) while the device was still in the box . The rep is returning this device (still in original packaging) for analysis. The rep verified that it was not the programmer or wand by interrogating another device. ,